Event description:
It was reported that the pt has "defecation problems" presenting with moderate symptoms of "urge to defecate, sensation of incomplete defecation, meteorism (also pre-op), rarely stool incontinence (that is improving)." The pt "does not want defaecography at this point, pt will contact us if no improvement." No intervention has been performed and the defecation problems are "continuing." No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.